Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting a preimplant monitoring voltage of 3.11. Box label is 3.25v. This crt-d will be returned for analysis.